Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included injection of magnex 1gm, intraperitoneally (ip) and intravenously (IV), but frequency was not reported. The patient was reported to be recovering from the peritonitis. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). The patient was retrained on pd therapy. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up medwatch will be submitted.